Manufacturer narrative:
Additional information: h6(update codes) and h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) units of empty intravia containers had plastic particles in the medication. This was observed during compounding. There was no patient involvement. No additional information is available.